Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a pacing impedance measurement of 2100 ohms. The last impedance measurement was 1100 ohms.